Manufacturer narrative:
Date of event: used the first date of the month of the bsc aware date as no information was provided.

Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease and underwent percutaneous coronary intervention. The 70%-80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, during the initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The balloon was removed and replaced with a 2.00mm x 15mm emerge balloon catheter; however, during the initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured as well. The device was completely removed from the patient's body and an alternative product was used. Following pre-dilatation, a 2.25 x 24mm synergy xd drug-eluting stent was selected for use. However, during preparation, the stent flared. The procedure was completed with a 2.50 x 38 synergy xd drug-eluting stent. No patient complications were reported.